Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to drawer failed. A field service engineer inspected the device and replaced the retractor band and successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket had failed and user unable to recover it. The customer stated that the malfunction occurred when the user was trying to dispense medication to a patient, resulting in a delay. The nurse was able to retrieve the medication from another drawer. There were no adverse events or injuries reported based on this event.